Event description:
The doctor and resident were performing a pediatric surgery at the bedside to remove the central line before going home. A rn was holding the baby for the procedure while the doctor was removing the central line. The line broke and part of the line remained inside of the baby.